Manufacturer narrative:
The referenced scope was returned to the service center for evaluation of the reported event, "doctor feels the scope reportedly scraped the patient's colon during a diagnostic colonoscopy procedure." A visual inspection was performed on the received condition and found the bending section cover glue was deteriorated from cracks with signs of separation (gaps) from the insertion tube body. There were excessive cracks on the light guide lenses, recessed/sunken light guide lens and minor dents/scratches on the c-cover were observed and foreign debris was found lodged in the distal air/water nozzle. Additionally, the service group noted the scope failed the leak test from the glue around the distal objective lens. The objective lens was noted to have a small chip/crack and low glue. A review of the service history indicated the scope was purchased on (B)(6) 2016 with two repairs in the past two years, both noting bending section cover glue or lens damage. The most probable cause of the damaged bending section cover glue and distal end lenses were most likely attributed excessive stress/force or impact applied to the device. Based on the evaluation results, the cause of the reported event is unknown, however, the damages noted to the cracked/separated bending section cover glue cannot be ruled out as a contributory factor. This reported event has been reported by the importer on MDR# 2951238-2019-01196.

Event description:
The service center was informed that the doctor feels the scope reportedly scraped the patient's colon during a diagnostic colonoscopy procedure. The gi manager reported there were no endotherapy devices used with the scope. The scrapes were detected by the performing doctor; red lines were observed intermittently throughout the patient's colon. There was no bleeding observed and no treatment was required to the patient. There was no delay in the procedure and the procedure was completed using the same scope; no devices were replaced. The patient was not hospitalized for observation and the patient is currently doing fine. Prior to use, the scope was inspected but no irregularities were observed. The doctor does not believe there would have been any pre-existing conditions to cause the reported event.